Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks to successfully converted the patient's ventricular fibrillation (vf). Technical services (ts) was consulted and reviewed stored shock impedance measurements. The measurements were high out of range. Ts discussed how this could impact therapy effectiveness and advised further patient examination to confirm the systems location. This electrode remains in service. No adverse patient effects were reported.